Event description:
Complainant alleged that during helicopter transport of a (B)(6) male pt, the device rebooted inappropriately. Complainant indicated that the clinician powered the device back on to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.